Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, frequent bladder infections that caused stones to form and required additional surgery to remove, painful urination, bloody urine, mesh erosion, pelvic inflammation, pain, physical pain and discomfort, suffered psychologically and emotionally. It was reported that the patient underwent laser lithotripsy of bladder calculous and mesh removal/revision surgeries on (B)(6) 2006, (B)(6) 2009 and (B)(6) 2011; and revision and removal of remaining vaginal mesh on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent surgical mesh removal on (B)(6) 2016 by dr. (B)(6), md due to bladder lesion and bladder stone.

Event description:
Details: it was reported that the patient underwent surgical mesh removal on (B)(6) 2016 by dr. (B)(6), md due to bladder lesion and bladder stone.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurring urinary tract infections, hematuria, urinary frequency and urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced organ perforation.